Manufacturer narrative:
Complaint confirmed. Visual evaluation showed the screw has fragmented into three pieces. Measurements could not be performed due to the damaged of the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, were not provided. The cause remains undetermined, although probable causes can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.

Event description:
It was reported that during an anterior cruciate ligament (acl) surgery the screw broke during implanting. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 14-dec-2021: the screw broke during implanting. A piece broke off during insertion into the patient. The broken piece was retrieved from patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.